Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The top case has a dent by the left bottom corner, a cracked right plunger case and visible contamination by the "l" bracket pole clamp. The battery door was also cracked. A force sensor error was found in the event history log. A calibration check was performed along with the power up process. The reported problem was duplicated during the power up process. Steady state reading of the force sensor (with no pressure on it) 0= count 0 and -0.86 lbs. 5= 4.30lbs. The device was found to be out of calibration due to customer damage.

Event description:
Information was received indicating that medfusion 4000 pump displayed a system error regarding the force sensor. There were no adverse events reported.